Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and failed battery test alarm. Customer's blood glucose at time of incident was unknown. The customer was advised that the pump will have to be replaced.

Manufacturer narrative:
The insulin pump passed displacement test, pump self test, off no power test, a21 error test, rewind test, basic occlusion test, prime, occlusion test and excessive no delivery test. The operating currents are within specifications, no unexpected button error alarms or failed battery test alarms noted during testing. However, the insulin pump was minor scratches on the lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.